Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the seal plug was intact and the setscrew was not stuck, but was in the loosened position. The header was detached and damaged, so no electrical testing could be performed. The distal setscrew washer was bent upward, indicating the setscrew was backed out too far. A microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. This likely caused the lead removal difficulty that was experienced at the device replacement procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the routine device replacement procedure, the right ventricular (rv) lead was unable to be removed from this pacemaker. Clicking sounds were heard, indicating the setscrew was loosened, but the lead could not be disconnected from the device. A second wrench was tried, without success. The device header was cut with a cutting forceps and the lead was then removed. The lead remains in use with the new device. No adverse patient effects were reported.